Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the evis lucera elite gastrointestinal videoscope distal end case was burnt. The issue was found during maintenance and there was no patient involvement.

Manufacturer narrative:
Updated fields: d4, h2, h3, h4, h6 & h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: that the radiofrequency current was applied without keeping a sufficient distance from the distal end when using a radiofrequency ablation device. However, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received by the customer.